Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported it was unknown if the patient was experiencing any symptoms as a result of the issue. The cause of the inability to get back flow was unknown. No further actions or interventions were taken or planned to resolve the inability to get flow back from the cap (catheter access port). The issue was not resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter, ubd: 03-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 15 mg/ml of dilaudid at an unknown dose and 20 mg/ml of bupivacaine at an unknown dose via an implantable pump. It was reported a dye study was attempted on (B)(6) 2020 and the healthcare provider was unable to get flow back when accessing catheter access port (cap). It was reported the patient gets numb around the flank with their ptm (personal therapy manager) suggestive of bupivacaine extravasation, per the doctor. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. No actions had been taken. The issue was unresolved as of (B)(6) 2020. It was indicated that surgical intervention was planned but not yet scheduled. The patient's status was provided as alive - no injury.